Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using the in-house contour plus blue meter, in-house contour plus test strips and in-house contour plus control solution from lot # 1bv2u09, which gave a satisfactory performance. The control results obtained during the in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from united kingdom reported that he performed a control test with the contour plus blue meter and obtained a reading of 12.4 mmol/l at 4:19 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During troubleshooting, an additional control test was performed and a reading of 7.4 mmol/l was obtained which was within specification range and properly marked as control test. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.